Event description:
A pacemaker/defibrillator made by guidant corp. Was implanted in pt's chest. On the date of the first periodic check-up, data from the pacemaker showed that one lead had failed 30 to 60 days earlier. Subsequent comparative x-rays showed no lead movement; the lead had simply failed. Rptr was immediately admitted to the hosp and the failed lead as well as the other lead were replaced the next morning. This lead was defective, and failed in only 30 to 45 days. The supplying company, guidant, agreed to cover "some" of the replacement costs. To date, they had done nothing. The bill for the replacement surgery totals tens of thousands of dollars, which they attempted to place on medicare (pt had not authorized) and/or private insurance, which pt had instructed not to pay the bill. Guidant has consistently supplied defective equipment, as evidenced by their failure analysis reports, and have done so with impunity. Reporter ask if the FDA shouldn't hold them responsible.